Event description:
It was reported that the patient experienced pain at the cervical ipg site. Patient recently had an accident and had an emergency surgical intervention during which the patient's cervical ipg was explanted. The physician cut the tails of the cervical lead and left the cervical lead implanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.